Manufacturer narrative:
Continuation of d10: product ID: afapro28, product type: balloon catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, two three-minute ablations were performed on each of the left pulmonary veins, with temperatures reaching -42 degrees celsius (°c) for the inferior vein and -50°c for the upper vein. The mapping catheter wire was inserted into the right inferior pulmonary vein. The patient was anticoagulated with a total dose of 10,210 units and the last activated clotting time (act) measurement was 362. The patient coughed up frank blood (hemoptysis), prompting the procedure to be aborted. The balloon catheter and sheath were immediately removed from the body. The patient's mouth was suctioned and an anticoagulant antagonist was administered. The patient was taken to recovery following the procedure, with stable observations, and a chest computed tomography was ordered by the consultant. No further patient complications have been reported as a result of this event.